Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) showed out of specification ventricular output. Technical services had the caller do some additional testing, which also showed the ventricular output out of specification. The epg will be returned for repair. There was no indication of patient involvement.